Manufacturer narrative:
Date of event: event date was approximated to (B)(6) 2020 as event date was not reported.

Event description:
It was reported that the device had a hole. A 1.50mm rotalink burr was selected for use. There was a hole in the sheath. No patient complications were reported. It was further reported that the event occurred during preparation and the procedure was completed using another burr of the same size.

Event description:
It was reported that the device had a hole. A 1.50mm rotalink burr was selected for use. There was a hole in the sheath. No patient complications were reported. It was further reported that the event occurred during preparation and the procedure was completed using another burr of the same size.

Manufacturer narrative:
B3 date of event: event date was approximated to (B)(6) 2020 as event date was not reported. Device evaluated by MFR: the returned complaint device consisted of a rotablator burr catheter. The sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed no damages. Microscopic examination revealed damage to the sheath 82.3cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Date of event: event date was approximated to (B)(6) 2020 as event date was not reported.

Event description:
It was reported that the device had a hole. A 1.50mm rotalink burr was selected for use. There was a hole in the sheath. No patient complications were reported.